Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an adverse skin reaction on day 3 while wearing the adc freestyle libre sensor. The customer described skin irritation at the sensor site a was prescribed an unknown ointment as a treatment for their symptoms. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an adverse skin reaction on day 3 while wearing the adc freestyle libre sensor. The customer described skin irritation at the sensor site a was prescribed an unknown ointment as a treatment for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch (serial number (B)(4) and no issues were observed. Observed the adhesive was returned. Extended investigation has also been performed. A DHR (device history review) was reviewed and verified that the unit passed all tests on the line. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and demonstrated that all monitoring processes continue to meet requirements. No abnormalities were found, and investigation showed all processes were effective.

Event description:
A customer reported an adverse skin reaction on day 3 while wearing the adc freestyle libre sensor. The customer described skin irritation at the sensor site a was prescribed an unknown ointment as a treatment for their symptoms. There was no report of death or permanent injury associated with this event.